Event description:
It was reported that in anesthesia, the md found a leak from a tiny hole on the surface of the catheter. As a result, the catheter was removed and a new kit was opened and used to successfully complete the procedure. A delay was reported, however, there was no harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.